Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product details. Therefore, no information was captured (model # and serial number), and device manufacture date could not be determined.

Event description:
The customer alleged to have purchased a contour next one meter in canada and found that the meter was reading in mg/dl. There was no allegation of an adverse event. A replacement meter kit was sent to the customer. The device is not expected to be returned for evaluation.